Event description:
Device report from synthes reports an event in poland as follows: it was reported on an unknown date that during implantation it was broken mechanism connecting a titanium plate with a peek implant. No consequences for the patient. 10 minutes delayed. This complaint involves one(1) device. This report is for one (1) zero-p va cage lordotic h6 peek. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility address: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot =product code:04.647.126s, lot no: 548p616, manufacturing site: mezzovico , release to warehouse date: 12 jan 2022, expiration date: 01 jan 2032. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances related to the malfunction were identified. Jbl-nr-0013074 was initiated because the circular curve dimensions (r0.5+/-0.1mm / ø1.5+/-0.1mm / r0.5+/-0.1mm) has been found out of specification for zero p product family; all the involved items were disposed as uai and fully released as documented on the DHR.